Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high short interval counts (sic) and high impedance. At the lead revision, when stress was added to the lead by pushing the pocket, noise was found. Therefore, it was thought that the lead failure was around the anchoring sleeve. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID ddbb2d1 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).